Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient has seen this screen 2 times (rm05), the first time was (B)(6) 2018 and the second time was (B)(6) 2018. The patient stated she was recharging her ins during both occasions. The patient also reported it takes long a long time to charge (almost four hours) since (B)(6) 2018 (patient stated for a week and a half). The patient stated it does not hold a charge since (B)(6) 2018 (week and a half). The patient stated she increased her settings about a week ago and she is using high density (hd) setting. The patient went to the doctor yesterday to discuss with their doctor but the doctor did not have a physician programmer to check their ins. The patient reported that she turned the programmer off (reinserted batteries) and she was able to reconnect and continue charging the ins and did not get the screen again. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that is getting system problem error message rm05 on the programmer on two occasions while charging. It was reported that it was taking 4 hours or more to charge the ins and was using the hd setting with the amplitude increased. The patient was reviewed that when using the hd, they will have to charge more often but need to have the programmer checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the rm05 were the charger cable and plug. The charger wasn't fully charging the device because of the connectivity issue. The patient was sent a new charger and the issue was resolved. No further complications were anticipated.